Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.152 in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. There was an additional torn piece with missing material. The complaint regarding scissor cover tore was confirmed by failure analysis. The probable root cause of damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory tore in an unknown location. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it wasn't any fragments in the patient when the surgeon did a sweep of the space. The scissor cover was immediately replaced after the cut was noticed. There was no report of fragments falling from the device while used on a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.